Event description:
It was reported that when using the bd pyxis¿ es server stopped showing patient lists and unable to pull medications. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d4 model, serial number, UDI. H4 device manufacture date. Upon investigation of the actual device used in this incident, it was determined that the users were unable to pull the medication from any of the station. A technical support specialist (tss) investigated and found out the customer manually configured all devices to ¿critical override¿ due to an ongoing issue. The tss restarted all communication/messaging services to resolve the issue. The customer verified that all issues had been resolved and reconfigure the devices to remove the ¿critical override¿ status. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server stopped showing patient lists and unable to pull medications. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.